Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported downstream occlusion pressure 4.32lbs too low, which was not reproduced during evaluation. A review of the event history log identified downstream occlusion pressure 4.32lbs too low as downstream occlusion messages. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a down stream occlusion pressure 4.32 lbs. And its too low. There was no known patient injury or medical intervention associated with this event. No additional information is available.